Event description:
It was reported that the device's paddle "buttons" would not function. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control provided customer with the part number and ordering info for a replacement hard paddles set. The replaced set will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.